Event description:
The product was used during a laparoscopic hernia repair procedure. Reportedly, the cartridge disengaged. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA.